Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump indicates no reservoir when the reservoir is in the compartment. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump repeatedly alerts to no reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected no reservoir alarm or empty reservoir alarm noted during testing. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.